Event description:
Caller reported a cracked and shattered touchscreen, rendering the touchscreen unresponsive and illegible, which prevented interaction with the pump. Blood glucose level was reported at 171 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a pump replacement, confirmed warranty status and shipping details, and provided instructions for returning the damaged pump and using a backup insulin therapy to ensure continuous insulin delivery.